Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer reported the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 162 mg/dl and the sensor glucose was unknown at the time of the incident. Customer¿s blood glucose level was 175 mg/dl at the time of the call. The customer declined troubleshooting for high and low readings. The product was not returned for analysis.